Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/09/2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.